Manufacturer narrative:
The instrument used in the procedure was returned and evaluated. Per the customer reported complaint, the instrument was visually inspected for any signs of arcing and no components exhibited char marks or localized melting. All distal end components are intact and undamaged. Electrical continuity passed. Performance testing was conducted and the instrument moved intuitively in all directions. Latex cut test passed. Instrument is fully functional. No other damage found. Investigation has shown that it is possible for the electrosurgical unit (esu) currents to pass through the patient side manipulator arms to ground, through the cannula accessory to the patient, if the patient is not properly grounded. However, the root cause of the customer reported failure mode cannot be definitively determined. A follow-up MDR will be submitted if additional information is received. As of february 26, 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that after completion of a da vinci s sacrocolpopexy procedure, the surgical staff observed a burn at one of the cannula port incision sites. The burn was located on the skin surface and not internal. The patient did not require an additional procedure and it is unknown how the burn was treated. No additional patient harm, adverse outcome or injury was reported.